Event description:
Pt had uncemented pca hip in 1985. Began having severe pain in mid 1994. X-rays revealed femoral head was high in acetabular shell. Poly wear, osteolysis seen on both sides of joint on x-ray. During revision poly insert was found disengaged and dislocated from shell. Head was articulating with shell and had worn a hole through the shell. Osteolysis behind the cup had created large cavity bone defects.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.